Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of the call. The customer used juice and sweets to treat. The customer experienced symptoms such as sweating and fatigue. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.